Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a motor stall occurred. The event date was provided as (B)(6) 2017. The pump was found in motor stall and the alarm sounded. The hcp would plan the pump replacement as soon as possible. The patient was receiving oral medication. Troubleshooting included pump interrogation. It was stated it was unknown if there were contributing factors. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2018. It was reported the pump had been replaced in february but the explant date was not available. The device was not yet returned but would be. It was indicated the information provided had been confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
The initial MDR was filed as (B)(4). Additional review showed the correct manufacturing site was (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient did not experience underdose symptoms (or any symptoms) related to the motor stall. As of (B)(6) 2018, the pump replacement had not been scheduled yet. The pump would be returned upon replacement. Provided screenshots of the clinician programmer after interrogation on (B)(6) 2017 indicated the pump was used to deliver idromorfone (1.5 mg/ml, 1.4005 mg/day). The pump logs were not provided. The estimated elective replacement indicator (eri) was 4 months. No further information as provided.